Event description:
It was reported that during kit inspection, the device was not meshing properly. No adverse events were reported as a results of this malfunction. Due diligence is complete. If any additional information is provided, an additional report will be completed and submitted.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Initial reporter telephone number: (B)(6).

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit failed the test mesh during device evaluation. The cutter was replaced and the unit was recalibrated to resolve the reported issue. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There are no additional details regarding the event.